Event description:
It was reported the rotapro became stuck on the rotawire. A 1.5mm rotapro and rotawire were used in a coronary atherectomy procedure. After performing rotational atherectomy, dynaglide mode was used during removal. There were a few pauses and inconsistencies in rotation using dynaglide. The rotapro seemed to be stuck on the rotawire. The rotapro and rotawire were pulled back gently together. The procedure was successfully completed and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire was returned for analysis. The device had a body kink 174cm from the proximal end. The spring tip was found stretched and bent. The wire was able to be removed from the rotapro device with no resistance or issues.

Event description:
It was reported the rotapro became stuck on the rotawire. A 1.5mm rotapro and rotawire were used in a coronary atherectomy procedure. After performing rotational atherectomy, dynaglide mode was used during removal. There were a few pauses and inconsistencies in rotation using dynaglide. The rotapro seemed to be stuck on the rotawire. The rotapro and rotawire were pulled back gently together. The procedure was successfully completed and there were no patient complications.